Event description:
It was reported that a catheter issue occurred. The 100% stenosed target flexural lesion was located in a severely tortuous and mildly calcified vessel. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, while imaging, the ivus catheter appeared to snag on the lesion, and upon retrieval, it was noted that the tip had become elongated. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target flexural lesion was located in a severely tortuous and mildly calcified vessel. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, while imaging, the ivus catheter appeared to snag on the lesion, and upon retrieval, it was noted that the tip had become elongated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the tip was detached and torn, and the most distal portion of the tip was not returned for analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions following a review of the reported complaint details, available information, and product record review. In this case, the device was returned, and during product analysis it was identified that the catheter tip was detached and torn. According to the event information, the catheter was used through a 100% stenosed lesion, while the instructions for use (IFU) state that the device should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications, which could have contributed to the reported issues due to constriction over the catheter that may have compromised the device.